Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, diopter -18.00 implantable collamer lens, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to the patient experiencing excessive vault, elevated iop, and significant reduction of irido-corneal angles. The problem was resolved. As of the date of MDR submission, the lens has been returned but not yet evaluated.

Manufacturer narrative:
Additional information: the patient's post-op best corrected visual acuity (bcva) was 20/30 and uncorrected visual acuity (ucva) was 20/30. Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).